Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: the photo provided was evaluated and it was possible to observe the presence of foreign matter in the needle. After the evaluation of the photo it is possible to evaluate that the foreign matter is potentially dirt coming from the packaging station. It was performed the DHR, checked the quality notifications and maintenance records where no records potentially related to the failure were found. Thus a potential cause for the occurrence is an operational failure during the cleaning process of the assembly station, where the correct segregation of material was not performed after the activity. The operators of the production line will be notified about the occurrence. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that a white pebble was found in the sealed needle precisionglide 22x1-1/4in. The following information was provided by the initial reporter, translated from portuguese to english: "the customer informs that there is a foreign material inside the protective plastic, looking like a white pebble about 2 millimeters in diameter." "She didn't even remove the seal, it remains intact."